Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed based on the information contained in the submitted log files and the log files retrieved from the returned system controller serial number (B)(6). A review of the submitted log files revealed that the system maintained the set speed with no interruptions and there were some brief low voltage advisory alarms while the system controller was connected to 14v batteries. The returned system controller, serial number (B)(6) was functionally tested and was found to function as intended. A specific root cause for the alarms captured in the log file was not able to be determined through this evaluation; however, evaluation of two of the returned battery clips revealed corrosion on the contact terminals which would have caused the reported alarms (see related MFR #s: 2916596-2024-04427 and 2916596-2024-07232). Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low voltage advisory alarm that was not resolved even after the battery and battery clip were replaced. The patient went to the hospital outpatient and the battery and battery clip had rusted and corroded terminals. The alarms stopped when the mobile power unit (mpu) was used. The system controller, two batteries, and four battery clips were replaced with new ones. The event log files captured several odd low power advisories when the patient was connected to the batteries. There were no other unusual events captured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.